Manufacturer narrative:
It was reported that during removal of the placed stent, the stent was fractured around a quarter of the stent, and was removed. It was successfully passed in the criteria of manufacturing and inspection as a result of confirmation of device history record for the relevant product. Fracture can be occurred by other company's device as well as ours. It is affected by patient's lesion status, peristalsis of organs, and drug use in general. Biliary structure where stent was implanted is curvy. Stent can be frequently pressured due to patient's lesion status, and fracture be possible. However, it is hard to identify the exact root cause since it is hard to reconstruct the situation at the time of procedure. It is hard to identify the exact root cause since the device was not returned, information such as photo was not provided, and it is hard to reconstruct the situation at the time of procedure. However, based on the description "remove it and as the surgeon was pulling it out of the duct roughly a quarter of the stent broke off, and the rest remained in the duct", it is considered stent fracture occurred due to the combination of continuous stress on the stent from the pressure generated from the patient's lesion, excessive tensile force applied to the stent during removal, and other factors complexly. And then, it is considered the stent was completely removed. In the user manual by taewoong, it is stated that "fully covered stent may be removed within 6 months. Stent removal shall be performed by doctor according to the etiology of the benign stricture and the patient's conditions." And "potential complications associated with the use of niti-s & comvi stent may include, but are not limited to: stent fracture". This suspected device is not registered in the us but we will continuously monitor the same or similar customer complaints through accurate analyses.

Event description:
The stent had been in the patient since september last year and the hospital was removing it and replacing it. They used rat tooth forceps to remove it and as the surgeon was pulling it out of the duct roughly a quarter of the stent broke off, and the rest remained in the duct. They eventually managed to get into the duct and remove the stent, however dr nguyen wanted to inform dta (distributor) in case there has been other issues or a faulty batch.